Manufacturer narrative:
Unit received with blank white display due to corroded electronic assemblies, corroded battery tube and corroded home switch. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked case (battery tube).

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. Customer¿s blood glucose level was 160 mg/dl. Customer also stated that o-ring was in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.